Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a dark image, camera image brightness fluctuations and gradually brightness of the endoscopic image during therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with the same device involving olympus camera head. There was no patient injury reported.